Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced severe and permanent bodily injuries and significant mental and physical pain. No other info is available.